Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
The initial tha was performed on (B)(6) 2001, due to coxarthrosis. The surgeon examined the patient in (B)(6) 2014, and identified the migration of the cup from the hip joint, which is causing the thinning of the bottom of the acetabulum. However, the surgeon also confirmed that the femur was not loosened. Thus, the revision was performed on (B)(6) 2014 to replace the cement cup and the head. Also, the size of the head was changed from 26mm +0mm to 26mm+3mm. There was no delay in the surgery.

Manufacturer narrative:
A review of manufacturing records and complaint databases search did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.